Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild tortuosity and mild calcification. The 2.5 x 15 mm nc tenku balloon catheter was advanced without issue and inflated for post-dilatation, but the balloon ruptured during the first inflation to 4 atmospheres (atm). A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.